Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to download pump to care link properly due to alarms in alarm history. Insulin pump alarmed due to corrupted history files. Insulin pump received cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer was assisted on login into carelink and uploading the information. It was reported that the bolus history information on the insulin pump was reading different than what was shown on carelink. It was stated that the customer is not comfortable with the device and that his doctor recommended to request a replacement. Nothing further reported.